Event description:
It was reported that the system 8800 would not initialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. It was discovered that the true symptoms of the malfunction were that the left monitor would go black and there were intermittent communications failures. The single board computer circuit board was replaced. The system was tested and found to be working as intended and placed back into service.